Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device stopped working. The cuff and pump were removed and replaced; the balloon was left implanted because it was too hard to explant. No patient complications were reported.